Manufacturer narrative:
The reason for this revision surgery was reported as loosening. The reported previous surgery and the surgery detailed in this event occurred 9.3 years apart. The baseplate, and as indicated by the attached revision dticket, there may have been multiple items removed. Without the previous dticket/invoice, the items cannot be verified. The healthcare professional indicated there was an significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. The revised item was not returned for examination and the lot number was not provided. To adequately investigate this event, the lot number is necessary. If this information is submitted at a future date, this investigation will be re-evaluated. There was no other information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. This complaint will be closed pending receipt of additional information.

Event description:
Revision surgery - loose tibia due to screw placement could not located the previous dticket.